Event description:
It was reported that the customer experienced a low blood glucose event earlier in the day for unknown reasons, with the lowest level in the 50s mg/dl. Cause was not known. The customer consumed glucose tablets and carbohydrates to address the low glucose levels. The control-iq feature was active during the event, and technical support resolved the issue.